Manufacturer narrative:
Additional information: e1: reporter address line 1.

Manufacturer narrative:
The reported impedance issue was not confirmed. Analysis of the returned ipg found that it had no physical anomalies that would contribute to the reported issue. A mechanical lead fitment and gauge pin test was performed along with a setscrew mechanical engagement test. All tests resulted in normal operation. It passed all functional testing on the ate; which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. The returned ipg exhibited normal device characteristics during analysis and no impedance issues were encountere

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21151, related manufacturer reference number: 1627487-2020-22177. It was reported that diagnostics revealed high impedance on the lamitrode lead, however adequate therapy was provided with the octrode lead and pharmacotherapy. X-ray result was inconclusive for any anomaly. As such, surgical intervention took place on (B)(6) 2020 to address the issue. Subsequently, during the surgery it was noted that the octrode lead had migrated and was confirmed via x-ray. As such, the entire system was explanted and replaced with a new scs system. Reportedly, therapy was confirmed post operatively.